Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when starting the surgery, the surgeon identified that the maryland bipolar forceps were making involuntary movements. The customer initially changed the position of the forceps on the arms, but the movements remained the same. Contact was made with the remote access, some tests were requested on the joystick, and it was identified that the problem was related to the forceps. The forceps were replaced and the problem was solved. The forceps were in their second use since the last purchase that was made. At the time of the event, the biomedical team called the technical support engineer (tse) to report a sluggish instrument. The instrument connected to the master tool manipulator right (mtmr) was not moving properly. The caller reported a fault related to the mtm. During the call, the tse spoke with the surgeon and asked them to swap the control between the arm 3 and arm 4 to check if the cadiere instrument had the same issue. After the swap, the doctor confirmed that the movement was working as expected. The tse then asked the doctor if they had also swapped the instruments between arm 3 and arm 4, and they confirmed. The tse guided the customer to segregate the maryland bipolar forceps instrument for return and use a replacement. A new maryland was installed, and no issues were observed. The procedure was resumed and proceeded robotically. The procedure was completed with no reported injury.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose in the proximal end, causing the issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.